Event description:
It was reported that the patient presented to the clinic, and upon interrogation multiple episodes of high ventricular rate (hvr) and ventricular noise reversion were observed. The patient was asymptomatic. No intervention was performed. The patient will continue to be monitored.